Event description:
The hospital reported the caster broke off the base of the unit. The unit did not tip or fall. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The base was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: (B)(4).